Manufacturer narrative:
The hillrom technician was unable to confirm the alleged malfunction of the device since the incident occurred in 2018. The instruction guide for golvo, 7en140107-04, states under care and maintenance; for trouble-free use, certain details should be checked each day the lift is used: check the integrity of the lifting motion and the base-width adjustment. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lift. The technician did not fix the lift, instead the lift was scrapped. Based on this information, no further action is required.

Event description:
Hillrom received a report alleging that one leg from the lift was detached from its attachment. The lift was located at the account. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).